Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.